Manufacturer narrative:
Concomitant product: product ID 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
Concomitant product: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient had a refill in (B)(6) 2014 that was within normal limits and had no issues. During a refill the week prior to the report there was a big volume discrepancy and the patient complained of increased pain. The expected residual volume (erv) was 3.5ml while the actual residual volume (arv) was 18ml. A dye study was done on (B)(6) 2014 and the physician could not aspirate. A surgical revision was performed and it was found that the catheter was kinked and occluded at the proximal segment. The catheter was replaced on (B)(6) 2014. The physician tied a knot in the old catheter to prevent cerebrospinal fluid leak. The cause of the kink was not able to be determined. Pictures received showed that the catheter was twisted and coiled. Patient status at the time of the report was alive with no injury. The issue was resolved since the replacement and the patient was receiving effective therapy. The device system delivered fentanyl and bupivacaine.